Manufacturer narrative:
B5: information added. H6 impact code added: medication required.

Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. The following day post index procedure, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized out of the laa and into the left atrium. The patient's family is deciding whether or not to have the physicians perform heart surgery. It was further reported the patient's family did not want to risk another procedure, so the hospital is discharging the patient with anticoagulant medication as a response to the event. The patient has been discharged.

Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. The following day post index procedure, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized out of the laa and into the left atrium. The patient's family is deciding whether or not to have the physicians perform heart surgery.